Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was gap between the cap and spike root on a uv flash disconnect cap prep kit. This occurred when the patient connected to the transfer set using the clean flash. There was no patient injury or medical intervention associated with this event. No additional information is available.